Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of plunger went over the intraocular lens (iol) instead of against the lens when turning in. The rear haptic of the lens was therefore slightly damaged. Additional information has been requested, received and stated the lens with damaged rear haptic remained in eye.

Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report of the plunger went over the lens and damaged rear haptic. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be nonconforming. The plunger is bent slightly upward at the plunger head. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation confirms the injector plunger has a bent plunger head resulting in a upward plunger position, which could result in the plunger went over the lens and damaging rear haptic as reported in the complaint. How and when how the plunger position became damaged cannot be determined from this evaluation; there for a root cause could not be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 24 months. The manufacturer internal reference number is: (B)(4).